Event description:
Patient being treated for factor viii inhibitor rec'd their first treatment. Prior to the treatment nurses stated their kidneys were failing, no urinary output despite lasix administration. Their respirations were very labored. Approximately 1 1/2 hours into the treatment their respiratory status worsened. A code was called, the procedure was stopped and the patient was transferred to ICU. Pt expired that evening.